Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) reporting that the patient was hoping time would help their altered mental status. The patient stated that to the degree their mental status was at it has resolved but they have been left with terrible pain and stiffness.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. The healthcare provider reported the patient had an altered mental status and they were unsure as to why. The healthcare provider was redirected to the nas (national answering service) to page a local company representative. Additional information was received from the patient on (B)(6) 2024 who reported there was an infection, bacteria attached to the pump and ¿leads¿. The actions and interventions taken to resolve the issue was they were taking the pump out to resolve the infection and the patient was going to start cymbalta.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.